Manufacturer narrative:
In this incident, there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. The device was not returned and the lot number is not known for retained-product and/or DHR review. Therefore, no further testing is possible. A follow-up report will be submitted if additional information regarding the patient's outcome is reported.

Event description:
Doctor reported that file separated in canal during procedure. The patient was referred to a specialist who was able to file around the separated piece and fill the canal. There is no report of patient injury and it is reported that no further treatment is likely to be needed.